Manufacturer narrative:
Should additional information become available this investigation will be updated.

Manufacturer narrative:
Additional information provided noted that this lead was explanted and will not be replaced.

Event description:
Boston scientific received information that this right ventricular lead showed high pacing thresholds as well as low out of range pacing impedances. The lead remains implanted. No adverse patient effects were reported.